Event description:
Adverse event while a pt was receiving pain management therapy reported: the pump was programmed in the pca only mode to deliver morphine sulfate 1.0mg/ml with a 1.0mg pca dose available every 10 minutes as needed with a 20.0mg 4 hour limit. According to the customer contact, the nurse's tech found the pt "groggy with inappropriate verbal responses" when nurse tech attempted to take the pt's vital signs. The nurse was immediately notified and the nurse found the pt "unresponsive" with an o2 saturation of 70%. Narcan (dose unspecified) ivp was administered and the pt immediately responded. There was no info available related to specific respiratory rate at the time of the event. According to the customer contact, after the event, the pt's spouse informed the hosp risk manager that they had been pushing the pca pt pendant to provide pain relief (maintain comfort status) while the pt was sleeping. There was no info available related to the number of doses administered by the pt's spouse. Though requested, there was no add'l info available.